Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an implant procedure, the patient suffered a pneumothorax. The pneumothorax was managed conservatively with supplemental oxygen. Chest x-ray at time of discharge showed resolution of the pneumothorax. Patient was asymptomatic and stable. Related manufacturer reference number: 2017865-2020-01006. Related manufacturer reference number: 2017865-2020-01007. Related manufacturer reference number: 2017865-2020-01014.